Event description:
Customer reports that during the procedure the needle of the suture, the bullet came off in the patient. No patient injury or intervention reported. No additional information available at time of this report.

Manufacturer narrative:
No sample available for evaluation. Conclusions: internal corrective action was initiated to address this and similar issues. This CAPA was to implement corrective actions that will minimize recurrence of the customer's claim.